Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of fluid flowing out an opposing lumen was confirmed and the cause was determined to be use related. The product returned for evaluation was a 12fr trialysis catheter. The sample contained usage residue throughout and full occlusions of all side holes near the distal tip. The occluding material appeared similar to blood-like residue with some of the material appearing fibrous in nature. Some side holes away from the distal tip remained free of residue (on both arterial and venous lumens). Functional testing confirmed no flow proceeded from the occluded distal side holes and no direct leakage between lumens was seen when infused through any of the three lumens. From this evidence, the described event was possible in a situation where fibrin sheath formation at the distal catheter tip occludes flow away from an indwelling catheter and back through an opposing lumen. No potential deficiency in product manufacture was observed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported when infusing saline solution to lock the v lumen of the catheter, saline solution leaked from the a lumen. Before this issue occurred, v lumen was allegedly occluded slightly. There was no reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported when infusing saline solution to lock the v lumen of the catheter, saline solution leaked from the a lumen. Before this issue occurred, v lumen was allegedly occluded slightly. There was no reported patient injury.